Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was hard to press and unresponsive. No reported adverse impact to the customer¿s blood glucose. Customer reverted to an alternate method of insulin therapy.